Event description:
An adverse event was reported involving the medical device pl475su - ds-single fire lig.clip xl w/latch. Specifically it was reported that the patient experienced an acute abdomen due to the displacement of the clips. During the appendectomy procedure, three (3) clips were placed. One (1) clip was removed along with the appendix. However, the remaining clips, which were intended to remain in place, became detached and fell into the surgical site, resulting in local inflammation. Consequently, a laparoscopic intervention was performed to retrieve the dislodged clips. The removed clips were oval in shape indicating that the clip applier may not have been fully closed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: pl475su (aesculap ag ref. No. (B)(4). Pl809r (aesculap ag ref. No. (B)(4); 9610612-2026-00093).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.